Manufacturer narrative:
The data files were returned and analyzed. The data files showed at least 14 applications were performed with a balloon catheter afapro28 with lot number 98528 without any issue on the date of the event. Clinical issues (tamponade, pericardial effusion, and hypotension) were encountered during the procedure. In conclusion the mapping catheter was not returned for investigation. There is no indication of relation of adverse event to the performance of the cryo device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient had a drop in blood pressure despite medication support. An echocardiogram noted a pericardial effusion and a cardiac tamponade was diagnosed. A pericardiocentesis was performed. The case was completed with cryo. The patient's hospital stay was extended. No further patient complications have been reported as a result of this event.